Event description:
It was reported that device diagnostics resulted in a low output reading indicating that the device was not able to deliver the intended therapy. It was reported that the patient had already left the office and therefore troubleshooting could not be performed. The patient was scheduled for follow-up the next week and the physician was informed to adjust the device settings until he no longer saw low output on diagnostics. The physician reported that the patient is not experiencing any adverse events. There is no trauma that may have contributed to the low output reading. Attempts for additional information will be made; however, no additional information has been received to date.

Event description:
Review of programming history and decoder data shows that the device functioned according to design specifications. The device delivered the maximum output current possible given the impedance (within normal limits) and programmed parameters.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Analysis of programming history.